Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that an everflo oxygen concentrator caught on fire at the base of the power cable. The incident was reported by the ehpad nursing staff. The unit was shut down immediately. There was no report of patient harm or injury. There was no report of medical intervention. The device was exchanged for patient use by the care facility. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously became aware that an everflo oxygen concentrator caught on fire at the base of the power cable. The incident was previously reported by the ehpad nursing staff. The unit was shut down immediately. There was no report of patient harm or injury. There was no report of medical intervention. The device was exchanged for patient use by the care facility. The device has not been returned to the manufacturer. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.